Event description:
It was reported that 6 bd ultra-fine¿ nano pen needles with pentapoint¿ comfort easyflow¿ technology were clogged. The following information was provided by the initial reporter, translated from portuguese: "patient's mother contacts to report possible quality deviation on bd ultra-fine 4mm needles. She reports that she has used 27 needles from the batch and many came clogged, she mentions that she took out half a dozen clogged needles."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. The photo attached is a picture of a carton which does not pertain to this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 6 bd ultra-fine¿ nano pen needles with pentapoint¿ comfort easyflow¿ technology were clogged. The following information was provided by the initial reporter, translated from portuguese: "patient's mother contacts to report possible quality deviation on bd ultra-fine 4mm needles. She reports that she has used 27 needles from the batch and many came clogged, she mentions that she took out half a dozen clogged needles."